Manufacturer narrative:
(B)(4). Batch number: p56z5v. Investigation summary: the analysis found that the ec60a device was received with no apparent damage and with an ecr60g reload loaded in the device. The reload was received unfired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the device rotating without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: it seemed that clamp was not defective. Customer did not know that clamp locks when jaws are closed.

Event description:
It was reported that at using the clamp, it was impossible to rotate and guide it as usual.surgeon tried several times outside of patient and same issue. Use of another device. No patient consequences.